Manufacturer narrative:
As reported, during insertion of a bard flat mesh, the mesh tore while suturing. The subject device is not available for evaluation. An intra operative photo was provided; however, the reported event cannot be visualized due to the poor quality of the image. Based on the information available, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted. Not returned. Remains implanted.

Event description:
As reported, when the surgeon attempted to suture a bard flat mesh during an open procedure on (B)(6) 2021, the mesh tore. As reported, the mesh tore from the needle site to the edges of the mesh. A 2-0 prolene sh was used. As reported, no additional graspers or surgical instruments were used with the mesh. The torn portion of the mesh was repaired with a stitch and implanted. It was reported that, there was a slight delay in the case. There was no reported patient injury.